Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed interference/noise. The ventricular short interval count (v-sic) was equal to 23 counts, in 0.90 day between (B)(6) 2010 13:00:25 and (B)(6) 2010 10:33:49.

Event description:
It was reported that the right ventricular lead dislodged. The lead was repositioned and left in use. The patient is part of an advance iii study. No patient complications have been reported as a result of this event.